Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of implantable pacing lead placement difficulty was encountered, the first guide wire out of the box could not get out of the ipl during attempt to place the lead. The ipl was removed. No patient complications have been reported as a result of this event.